Event description:
It was reported via the sales rep that during a procedure, it was noted that an exeter hip stem appeared fine, but that the plastic introducer appeared to have melted onto the spigot. It was further reported that the item was not implanted and that there were no adverse consequences to the patient. It was reported that the procedure was completed using another item.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.